Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had open book image and pump error. The blood glucose level was 340 mg/dl. The customer reported that they received the open book image on the pump screen. It was reported that there was another pump error was displayed before the open book image was displayed on the screen. There was crack on the battery side of the insulin pump. The troubleshooting was performed for open book image and damage. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 28 alarm due to critical pump error (open book image) alarm. Device was received with cracked battery tube threads and cracked case along the side of the battery tube.